Event description:
It was reported that the patient experienced episodes of presyncope, and the right ventricular (rv) lead exhibited noise oversensing and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4473 lead, implanted: (B)(6) 2001. (B)(4).